Manufacturer narrative:
Product has been returned, and the investigation is currently in process. A supplemental report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The returned meter ((B)(6) ) was investigated using retained test strips and a known-good retained battery. A visual inspection of the meter was performed, and no physical abnormalities or damage were observed. During functional testing, the indicator lights did not flash, and the meter did not power on with either button depression or test strip insertion. Communication was attempted by connecting the meter to a computer via a usb cable and initiating the approved software. The meter display remained off, and communication could not be established. The meter was sent for further investigation and de-cased. An internal visual inspection was performed; no issues were observed, and no faulty components were identified. An extended investigation was conducted. A visual inspection of the returned meter printed circuit board assembly (pcba) was performed, and no physical abnormalities or damage were observed. Oscilloscope measurements indicated no output from crystal y1 and no excitation voltage across the crystal. The central processing unit (cpu) was subsequently replaced with a known-good unit. Following this replacement, the crystal oscillation was restored. Although the meter did not fully power on, flashing arrows were observed, confirming that the replacement cpu was functioning. Therefore, this issue is confirmed to faulty cpu. Data extraction was unsuccessful due to faulty cpu. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.